Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and a gore® molding & occlusion balloon catheter. The proximal neck vessel was highly tortuous. Cut down of the right common femoral artery was performed, and when a non-gore small diameter sheath was inserted, the external iliac artery and a common iliac artery were dissected. No treatment was performed. Then the gore® excluder® aaa endoprostheses were implanted. Touch up of the proximal neck of the trunk-ipsilateral leg (rlt281414j) using the gore® molding & occlusion balloon catheter (mob37) was performed, which resulted in the proximal side of the trunk-ipsilateral leg moving distally. Therefore, two aortic extender components (pla280300j) devices were implanted to extend the device proximally. Final angiography revealed a dissection at the proximal neck and a possible dissection at a proximal side of the aneurysm. The physician elected to monitor it because no obvious endoleak was revealed, and further treatment with a catheter would be dangerous. Regarding the migration and the dissection, the physician stated touch-up ballooning may have been performed outside of the graft. It was possible that the dissection occurred during device movement, but the timing of when the dissection occurred was unknown. The patient's vascular characteristics were not good, as demonstrated by the dissection that occurred at the time of insertion of the small diameter sheath.

Manufacturer narrative:
Concomitant medical products: pla280300j/(B)(4); pla280300j/(B)(4); mob37/(B)(4).